Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. It is unknown if patient complied with post-operative activities or if fusion was delayed. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)...". Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications...".

Event description:
On (B)(6) 2015 patient underwent an extreme lateral interbody fusion procedure. On (B)(6) 2018 migration of cage and subsidence was reported. No revision procedure has been scheduled.

Manufacturer narrative:
Radiographs provided confirmed the reported event. Patient has been reported to be doing well.

Event description:
For additional information.